Event description:
According to the facility, upon removal of the bovie pad, there was a small pin prick blood droplet at the bovie pad site. The patient had a small skin tear from the bovie pad. The bovie pad adhesive appears to be very strong, potential too strong for frail patients with thin skin.

Manufacturer narrative:
According to the facility, upon removal of the bovie pad, there was a small pin prick blood droplet at the bovie pad site. The patient had a small skin tear from the bovie pad. The bovie pad adhesive appears to be very strong, potential too strong for frail patients with thin skin. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.